Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found a cracked enclosure, cracked tank cover, outdated printed circuit board (pcb) and outdated power switch. Functional testing confirmed the complaint, the pcb is outdated and needs replacement. Root cause was the pcb was 21 years old and outdated. This was listed as a design fault. This issue will continue to be monitored and further actions taken accordingly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the main board needed to be replaced. Patient involvement unknown.